Manufacturer narrative:
An event regarding disassociation and corrosion involving a accolade stem was reported. The event was confirmed by material analysis. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2019. This inspection indicated : the returned hip stem shows biological material was observed on eachside of the stem. Damage consistent with the explantation process was observed on themedial and posterior surface. Damage consistent with loss of taper lock wasobserved on the trunnion and neck of the stem. Debris was observed on the trunnion of thestem; this debris was collected on an sem stub for further analysis. Material analysis of the returned device noted the following: damage consistent with loss of taper lock was observed on the trunnion and neck of thehip stem. Eds and xrf analyses showed that the hip stem was consistent with an astmf1813 alloy and the debris from the stem was consistent with a corrosion product,biological material, and an oxide. Based on the given information, no identifiablematerials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: primary tha left hip (B)(6) 2008 revision surgery due to loose trunnion, corrosion, fretting and metalosis." 64 y/o male with no height or weight noted. Date of implant (B)(6) 2008 date of explant (B)(6) 2009.implant labels #4 accolade tmzf stem, 58 mitch trh acetabular cup, 52 mitch trh modular v-40 head.1 undated x-ray right hip poor resolution , uncemented tha reduced, no gross pathology. Note event description states "left hip" no clinical or pmh, no op. Reports, no examination of explanted components. Insufficient data to create a report." Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, additional x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the patient who had had a primary thr (left hip) on (B)(6) 2008 with a mitch cup head and an accolade stem underwent revision surgery. The customer further reported that his was due to a loose trunnion, corrosion, fretting and metallosis the patient was asymptomatic, but had heard a clunking noise recently update (B)(6) 2019: material analysis report concluded "damage consistent with loss of taper lock was observed on the trunnion and neck of the hip stem" and that "debris from the stem was consistent with a corrosion product, biological material, and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient who had a primary thr (left hip) on (B)(6) 2008 with a mitch cup / head and an accolade stem underwent revision surgery. The customer further reported that his was due to a loose trunnion, corrosion, fretting and metallosis. The patient was asymptomatic, but had heard a clunking noise recently.